Event description:
Caller reported that they were unable to see drops of insulin at the end of the tubing during the fill tubing step. There was no reported adverse impact to the customer's blood glucose level. Customer reverted to an alternate form of insulin therapy.